Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction has cause or contributed to patient injury previously. Device issue: no device malfunction has been reported. It was reported via a phone call from a spouse of a patient who received a xience v stent last week. That patient has developed an urticarial rash. She is currently taking plavix along with 4 other medications. The caller wanted to know if we had any data on instances of these types of rashes as an allergic reaction to the stent or the drug on the stent. He understands that it could be from one of the other medications, or even a combination of them. But he just wants to see if we have any reported issues of xience. No additional event or patient information is available.